Event description:
It was reported that the pump was "very slow and glitchy, affecting control and therapy". There was no reported impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.